Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer stated that she did not have a back-up plan. The customer was unable to obtain settings for the insulin pump from her doctor because she had not been to the doctor in over a year. The customer stated she would contact her endocrinologist to set up the insulin pump. The customer did not perform troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.